Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 6/20/99 at a retail vendor. On 7/27/99 consumer sought medical treatment for infection at the ear piercing site. On 8/2/99 the site was incised and drained and placed on antibiotics.